Event description:
It was reported that on (B)(6) 2010 the patient was successfully implanted with a 2.25x12 mm non-abbott stent in the 1st obtuse marginal, and was discharged on (B)(6) 2010. On (B)(6) 2011 the patient experienced an st elevation myocardial infarction and underwent a procedure to treat the proximal left circumflex and a total occlusion of a left internal mammary artery (lima) to the left anterior descending (lad) artery/pinching of the lad/post procedure chest pain and was implanted with a 2.25x12 mm promus stent. On (B)(6) 2012, the patient presented with angina and was diagnosed with an occlusion of the lima to the lad; however, no treatment was performed. On (B)(6) 2012, the patient presented with angina and was diagnosed with an occlusion of the ostial circumflex (cx) which was treated with a 3.0x12 mm promus stent. The lima to the lad had retrograde filling. Final angiography revealed timi 3 flow, with excellent stent apposition and resolution of ischemic changes. On (B)(6) 2012, the patient presented with angina. A stress test and a nuclear test were performed and the lima to the lad was occluded; however, there was no evidence of ischemia; therefore, the patient was treated medically with no intervention performed. On (B)(6) 2012, the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). Manufacturing site - corrected.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and occlusion are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was implanted to treat a total occlusion of a left internal mammary artery (lima) to the left anterior descending (lad) artery. It should be noted that the IFU states promus is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): indication for use. The customer reported the device remains in the patient. A follow-up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.